Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during dwell 3 of 4 of her treatment. The patient reported observing a leak on the floor "directly below the solution bag". The patient contacted her pd nurse, the set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent has remained clear. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.